Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation with a 325cc saline mentor smooth round moderate profile breast implant on the right side and an unspecified mentor smooth saline breast implant on the left side and experienced baker grade IV capsular contracture on the right side and unknown baker grade capsular contracture on the left side postoperatively. As a result, the patient underwent bilateral device removal and replacement with 400cc mentor gel breast implants on (B)(6) 2020. This report is for the patient's left-sided device.